Manufacturer narrative:
The device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair. There was no delay/lag time between the end of clinical use and the start of pre-cleaning. The customer aspirated water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free clothes/brushes or sponges. The customer brushed the instrument channel, instrument channel port and suction cylinder. The customer also reported using asp end cleanse neo 1. According to the customer, the following details regarding the cds process were unknown: when the foreign material adhered to the nozzle, what the foreign material was. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that when reprocessing the evis lucera elite gastrointestinal videoscope they noticed a black foreign substance coming from the device when passing the brush through during cleaning. When the customer ran the cleaner and brushed it again, the black foreign matter was still attached. The issue was observed after a diagnostic upper screening examination procedure which was completed with the same set of equipment. There was no bleeding from the patient in the case. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Olympus will continue to monitor field performance for this device.